Event description:
It was reported that on 2013-(B)(6) because of another infection of the area around the stimulator. The patient experienced an implant site infection. The implantable neurostimulator (ins) and the cable (but not the electrodes) were removed. The patient had been treated with antibiotics for 3 months. The infection was resolved by 2013-(B)(6), and the ins would be re-implanted in (B)(6) 2014. The event was possibly or certainly related to surgery. The event resulted in hospitalization or prolongation of hospitalization. The outcome was resolved completely.

Manufacturer narrative:
Concomitant: product ID neu_unknown_ext, explanted: 2013-(B)(6), product type extension. Product ID neu_unknown_ext, explanted: 2013-(B)(6), product type extension. (B)(4).